Manufacturer narrative:
Manufacturer received information stating the customer was a new tracheotomy patient with a history of ER visits for respiratory problems and unknown smoking issues. The customer's doctor expressed concerns about releasing the customer based on care the consumer would receive at home. The alleged incident occurred on the first night the consumer was home. The consumer had an anxiety/panic attack while the dealer was instructing the consumer's sons on proper use of the equipment. The paramedics were called and the consumer was treated at the scene. When the dealer called the home in the morning, he was told the consumer expired during the night. MDR filed as a conservative measure.

Event description:
The customer's son alleges the concentrator was not delivering oxygen, causing his mother to pass away during the night.